Manufacturer narrative:
Retainer ring=black p-cap locked in place properly during testing. On 02/18/2021 customer called to report that the batteries of the pump were only lasting for several minutes. After doing a pump restart, the pump/keypad was no longer responding and the screen was freezing up unit was successfully download using(thump software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, displacement test, sleep current measurement and active current measurement test. All buttons functioning properly during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. However, the power management graph indicated abnormal behavior of unloaded vaa voltage. During download review, on (B)(6) 2021 at 5:38:17 and 15:37:08 hours, stuck key alarm confirm. On (B)(6) 2021 at 10:41:38 through 15:44:01 hours a total of 7 battery out limit alarms were recorded and on (B)(6) 2021 at 15:30:00 through 23:10:00 and on (B)(6) 2021 at 07:23:00 through 15:29:01 hours a total of 6 low battery alert were recorded in download history file. Unit may have had in intermittent failure of vaa voltage that might of trigger an intermittent battery drop voltage. Proceed it by cutting unit open and perform a visual inspection on keypad traces, connectors and electronic stack. Per visual inspection no moisture on keypad traces, electronic assemblies or components damage noted. No physical damage noted during visual inspection. In conclusion, customer allegations are not confirm, no intermittent button response noted during testing. All currents are within specification. Unit may have had an intermittent failure not detected during testing. Unit may have had in intermittent failure of vaa voltage that cause an unexpected low batt or battery out limit alarms. However, unit was tested successfully. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump keypad was not responding and the screen was freezing up. Customer stated that the insulin pump buttons were not responding. Customer stated that the time clock was not visible on screen.no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.